Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the ipg longer and more often. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was charging the ipg longer and more often. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg will not be returned.